Event description:
The manufacturer received information that a garbin evo linde "ventilator inoperative" condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. The manufacturer's investigation is ongoing. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information that a garbin evo linde "ventilator inoperative" condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. The manufacturer's investigation is ongoing. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information/ evaluation: the garbin evo linde was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code indicating (internal li-ion battery is reporting a permanent failure) was observed in the device event log. In conclusion, the device's internal battery has to be replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, an error code indicating (detachable li-ion battery is reporting a permanent failure) and (start/stop key latch failure) was recorded in the event log therefore the detachable battery and system board need to be replaced. The air foam inlet filter, particulate filter and muffler need to be replaced due to the 4-year pm procedure. The blower, machine flow sensor, in-line filter, blower bellow, and proximal in-line filter have to be replaced due to contamination to address the issue unrelated to the reportable malfunction/issue. The device was not repaired due to the customer's request.